Event description:
It was reported that left ventricular (lv) lead thresholds were high. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.